Event description:
An 89-yr-old female pt got out of bed without calling for assistance, fell, and sustained a transcervical fracture of the right proximal femur, with displacement and angulation. The pt underwent right hemiarthroplasty on 12/12/95. The bed alarm failed to alarm.